Event description:
This shaver handpiece was returned with a request for service; no specific information was available. There was report of injury or surgical delay associated with this device.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was returned for investigation and during testing, it was found to have the potential to activate on its own related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.